Event description:
The customer reported receiving a diluent comparison out-of-limits error on a coulter hmx hematology analyzer with autoloader. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures. The customer then identified a leak of approximately 15ml from the instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found loose tubing at fitting ff173, which caused the leak. This tubing goes through pinch valve pv53 which delivers lyse reagent from the stabilyse pump pm 12 to the differential (diff) mixing chamber mc1. The customer replaced the tubing and the instrument ran without leaks or errors. (B)(4).